Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that twenty (20) plus medfusion 3500 pumps were used in infant cardiac care. Typically, these are used at the slower rates possible with the 3500 treprostinil being infused at 0.0126 milliliters per hour. We have been using these pumps at these rates for about ten (10) years. Within the past few months, the pumps are occluding at 1.5 pounds force (lbf). All the pumps are passing preventative maintenance occlusion tests. During testing, using air, at a normal occlusion level pumps will alarm occlusion at nine (9) pounds force (lbf) to twelve (12) pounds force (lbf). Customer provided documentation for thirteen devices.

Manufacturer narrative:
D5 unknown no product sample was received; therefore, visual, and functional testing could not be performed. No root cause could be determined as the complaint could not be confirmed.